Event description:
It was reported that there was lead migration. It was noted that there was an anchor issue and insertion retention. There was loss of stimulation/therapeutic effect. It was further noted that the action required as a result of the event was an explant of the leads and they would be replaced with a paddle lead. X-rays and impedance testing was done. It was unknown if the issue was resolved or if the cause had been determined. Patient had an increase in stimulation and suddenly a lost effect. There were no impedances. Reprogramming was tried but was unsuccessful. X-rays confirmed that both leads had migrated into the pocket. The injex anchor was used on both leads. Patient was alive with no injury and there were no patient symptoms associated with the event. Additional information received reported that the lead replacement had occurred on (B)(6) 2014. It was noted that it had been apparent that the implanting physician did secure the anchor properly to the fascia or ligament. It was noted that absorbable sutures may have been used. Leads would be returned and anchors were still intact.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4) product type: programmer, patient. Product ID: 97791, explanted: (B)(6) 2014, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that films determined that both leads had retracted to implantable neurostimulator (ins) pocket. It was noted that it was believed that it was due to surgeon error in suturing anchor to fascia. It was noted that there was no patient death or patient injury. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead serial number (B)(4) found no anomaly. Analysis of the lead serial number (B)(4) found no anomaly. Analysis of the anchor lot number unknown found the anchor migrated. It was noted that the anchor was located 21.4 cm ¿ 24.0 cm from the distal end. Analysis of the anchor lot number unknown found that the anchor migrated. It was noted that the anchor was located 14.3 cm ¿ 16.9 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown, product type: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.